Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having iob could lead to a low bg event. There is no evidence of a pump malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level in the 60s and juice was consumed to address the bg level. The contact did not know the cause of the low bg. As the event occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause. Although requested, the pump data was not provided for review.